Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure in the left internal carotid artery, the emboshield nav6 filter element was deployed with good results. After rx acculink stent deployment, an attempt was made to retrieve the filter using the retrieval catheter; however, the catheter could not advance through the stent. The retrieval catheter was removed from the anatomy and an rx accunet 2 retrieval catheter was used to successfully retrieve the filter element. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx accunlink. Failure to advance (physical resistance) the retrieval catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, interaction with the previously implanted stents, and accessory device support. Reportedly, resistance was met during the attempt to cross the implanted stent, which likely contributed to the reported resistance during advancement of the retrieval catheter. In this case, an rx accunet recovery catheter was used to successfully retrieve the filtration element. The reported physical resistance and additional therapy appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.